Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all results obtained. The expected fasting blood glucose test result range is 160 mg/dl-190 mg/dl. The customer did report symptoms of increased thirst, blurry vision and increased urination. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product exact storage location is undisclosed. During the call, a back to back blood test was performed by the customer and produced test results of 297 mg/dl and 281 mg/dl non-fasting using meter. The test strip lot manufacturer¿s expiration date is 12/20/2020 and open vial date is september 2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 08-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 08-may-2020: h1: type of reportable event corrected from "malfunction" to "serious injury". H3: device was returned to manufacturer for evaluation corrected from "yes" to "no".